Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial and right ventricular lead had noise reversions. The impedance on both leads were stable. The leads were extracted and replaced. The physician believes the noise was caused by lead interaction with the clavicle. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead was returned in one piece. The damage found was sustained during the surgical procedure. Analysis was normal. No anomalies were found.